Manufacturer narrative:
A medtronic representative went to the site to service the equipment. The rotor was manually aligned and invalidate home performed. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was working intermittently and not opening. There was no patient involvement.